Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. On behalf of the customer, a caregiver reported that the adc device prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer experienced a loss of consciousness and self-treated with cola once they regained consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. No issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "end of october". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. On behalf of the customer, a caregiver reported that the adc device prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer experienced a loss of consciousness and self-treated with cola once they regained consciousness. There was no report of death or permanent impairment associated with this event.